Event description:
The customer reported system's monitors blank before a case. The problem occurred with pt on the table.

Manufacturer narrative:
The service rep found a loose connection inside plug. Tighten loose connections and verified proper operation of system. System operates as intended.